Event description:
The reporter called and alleged discrepant results between two devices. The reported inr results from device #1 was 5.0 and 6.0. The second device result was reported at 2.9 inr. No treatment was given to the patient. The devices were replaced and requested to be returned for evaluation.